Event description:
The device was returned for the analysis.

Manufacturer narrative:
Retainer ring = black insulin pump case type = ngp customer returned insulin pump for an alleged critical insulin pump error (open book image) alarm and moisture damage found on august 30, 2021. Insulin pump was received with a critical insulin pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical insulin pump error (open book image) alarm. Successfully downloaded firmware using crest. Insulin pump failed to enter recovery mode preventing download of history files and traces using thus. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, cracked case on corner of belt clip rails and minor scratches on lcd window. Critical insulin pump error (open book image) alarm confirmed due to moisture damage on electrical board 1 / electrical board 2 / force sensor. Unable to download history files and traces due to critical insulin pump error (open book image) alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error with an open book image. Customer stated that they disconnected the insulin pump to take a bath and when they connected it back 10 minutes after it showed the error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.